Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding an instrument used for fusion therapy. It was reported that the inserter was broken off when being malleted into the patient. There was no fragment left or contact with the patient. There were no symptoms reported. There were no further complications reported regarding the event.